Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during da vinci-assisted surgical procedure, jaws of monopolar curved scissors were sticking together and did not open. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information. The surgeon didn't say if there was damage to the tissue. The surgeon didn't say that there was or wasn't an issue with the closure of the scissors. The request for a new instrument and different scissors was made so they were replaced to keep from causing harm to the patient. No collision happened with the instrument.